Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had turned their device off for a procedure on the prior friday and it was telling them it could not find a connection at the time of the report. No patient symptoms were reported. Additional information was received. The patient reported they had ablation to nerves s1, s2, and s3. They turned therapy off prior to the procedure, but they were now unable to turn it back on. They were encountering the internal data lost message on the handset. They were redirected to their healthcare provider.